Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece without the stylet. A stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the stylet was unable to advance into the tip of the right ventricular lead. The procedure was completed using a different lead. There were no patient consequences.